Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly. No physical damage to injection foot or inpen was noted.

Event description:
Information received by medtronic indicated that the inpen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.